Event description:
It was reported that this pacemaker exhibited premature battery depletion shortly after initial implant. As a result, this device was explanted on an unknown date. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.